Event description:
A 53 year old male experiencing chest pains was driven to the doctor's office by car. While getting out of the car, he collapsed. The physician's assistant brought the unit to the pt and attempted to administer a shock using disposable defibrillation electrodes. The unit failed to charge. CPR was subsequently administered and an ambulance was called. When the ambulance arrived, the pt was diagnosed as deceased.